Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. One day after onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. Physioneal and extraneal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date extraneal and physioneal therapies were discontinued. On an unknown date, the patient was transferred to hemodialysis, reported as ¿because the peritonitis has not been recovered¿. At the time of this report the patient remained not recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.